Event description:
The customer reported that the device shut down just prior to monitoring a patient. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported that the device shut down just prior to monitoring a patient. There was no negative patient impact. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.